Event description:
The pt is reportedly experiencing device retention issues due to thick skin flap. External equipment was exchanged, however this did not resolve the issue. A skin flap revision and internal magnet replacement surgery has been scheduled.